Event description:
It was reported that the customer experienced a low blood glucose of 44 mg/dl, which was treated with cookies and juice. Customer stated he believed his sensor came loose. At the time of reporting, customer's blood glucose was 65 mg/dl and his sensor gave a reading of 125 mg/dl. Insertion and calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.